Event description:
It was reported by the customer that when used during a pt event the device prompted "leads off". The pt's skin prep or condition was not known. The pt was then transferred to a second device and treated. There were no adverse effects to the pt as a result of this event.

Manufacturer narrative:
Physio-control evaluated the device; however, the reported failure could not be verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure cannot be determined.